Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net. Review of the transmission revealed an alert for low pacing impedance on the atrial lead. The device was programmed to vvi mode. The patient would continue to be monitored.